Event description:
The customer reported that the insulin pump had frozen display. Customer stated that the insulin was completely frozen and will not do anything. Troubleshooting was done. Customer's blood glucose was 149 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was programmed with the current time and date then monitored in 50c oven for several days. The time and date functioning properly and no time loss or gain anomaly was noted. No frozen anomaly noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and stained end cap sticker.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.